Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. During troubleshooting with tandem technical support, the customer was able to load a cartridge successfully. There was no impact to customer's blood glucose (bg) level due to the reported issue. In addition, the customer experienced an elevated bg level of 351 mg/dl earlier that day. The customer delivered a correction bolus via the pump. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. A recommendation was made for the customer to consult with their healthcare provider regarding bg level.